Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported break (gripper line - actuation) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was determined that a mitraclip had a broken gripper line. The clip was removed from the patient and an additional mitraclip was selected. The next mitraclip was not opening/closing appropriately so the clip was discarded and an additional mitraclip was implanted successfully. The final mr was grade 2. There was no adverse patient effects or clinically significant delays.